Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. B21581, b30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergic reaction to analgesics, penicillin allergy, genital hemorrhage, cramp in lower abdomen, per vaginal bleeding, anxiety, depression and cervicitis. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction; reaction to jewelry"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. 4 coils were visible on the right and 3 coils remained on the left. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhoea, pelvic pain. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction; reaction to jewelry, dysmenorrhea, dyspareunia. Date implanted were update. Concomitant disease and drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no: b21581, b30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergic reaction to analgesics, penicillin allergy, bleeding genital, cramp in lower abdomen, spotting vaginal, anxiety, depression and cervicitis. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction; reaction to jewelry"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. 4 coils were visible on the right and 3 coils remained on the left. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhoea, pelvic pain. Lot number: b21581 manufacturing dates: apr-2013 expiration date: 30-apr-2016. Lot number: b30421 manufacturing dates: may-2013 expiration date: 31-may-2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.